Event description:
During pre-use check, surgeon was unable to deflate the common carotid balloon of the pruitt f3 carotid shunt. Device was not used for the procedure.

Manufacturer narrative:
We have received the complaint device for evaluation. We were able to inflate both balloons of the shunt when they were inflated with its recommended volume of saline. We were able to properly deflate the internal carotid balloon. However, the common carotid balloon deflated slowly when we attempted to aspirate the fluid inside the balloon using a syringe. When we cut the inflation lumen of the common carotid balloon just above the stopcock joint, we still encountered this issue. However, when we cut the main lumen just above the inflation arm- main lumen joint, the common carotid balloon deflated faster. The root cause of the malfunction was determined to be assembly error- the inflation arm- main lumen joint was not assembled properly which likely led to this issue. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot. Our engineering team has addressed similar balloon deflation issues by improving the design of this product. The change involves a change in the cut angle of the inflation arm, which will assist the balloons to inflate and deflate uniformly along their entire length. The malfunction was detected during the pre-use check. This device did not come in contact with the patient.